Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the MFR. The lot code for the reported device was not provided. Should device or additional info become available, the evaluation summary will be submitted in a supplemental report.

Event description:
The tip of the straight screwdriver was broken off so was not usable. No additional info will be provided and the product will not be returned.